Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. E13067) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general body pain, ache, vaginal discharge, vomiting and diarrhea. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury /sychological or psychiatric problems: condition: depression and mental anguish;"), fatigue ("fatigue;"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), nausea ("nausea;"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and depression ("psych injury /sychological or psychiatric problems: condition: depression and mentalanguish;"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, fatigue, menorrhagia, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, general abnormal bleeding. It was reported that plaintiff had underwent hysterectomy (partial). The essure device was inserted without difficulty and placed with 3-5 coils trailing bilaterally. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2018: findings: there are hyperechoic foreign bodies in the interstitial fallopian tubes consistent with the essure device. The right ovary is of normal echotexture without any cysts greater than 5 cm in size or masses. The ovary measures 3.6 x 2.1 x 2.8 centimeters. There is normal color doppler flow in the right ovary. The left ovary is of normal echotexture without any cysts greater than 5cm m in size or masses. The ovary measures 2.0 x 1 8 x 2.7 centimeters. There is normal color doppler flow in the left ovary. The cul-de-sac has no evidence of fluid or soft tissue mass.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal bleeding, nausea, pelvic pain. Lot number: e13067 manufacturing date: 2015-06 expiration date: 2018-06 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-oct-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, psychological trauma, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, hypersensitivity, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, general abnormal bleeding. It was reported that plaintiff had underwent hysterectomy (partial). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events per pfs: abdominal pain, general abnormal bleeding, allergy, psych injury, bladder problems and urinary problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. E13067) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general body pain, ache, vaginal discharge, vomiting and diarrhea. Concomitant products included hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2016, the patient had essure inserted. In january 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psych injury /sychological or psychiatric problems: condition: depression and mental anguish;"), fatigue ("fatigue;"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), nausea ("nausea;"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and depression ("psych injury /sychological or psychiatric problems: condition: depression and mentalanguish;"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, hypersensitivity, anxiety, bladder disorder, urinary tract disorder, fatigue, menorrhagia, vaginal haemorrhage, migraine, nausea, dysmenorrhoea, dyspareunia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, general abnormal bleeding. It was reported that plaintiff had underwent hysterectomy (partial). The essure device was inserted without difficulty and placed with 3-5 coils trailing bilaterally. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Ultrasound pelvis - on (B)(6) 2018: findings: there are hyperechoic foreign bodies in the interstitial fallopian tubes consistent with the essure device. The right ovary is of normal echotexture without any cysts greater than 5 cm in size or masses. The ovary measures 3.6 x 2.1 x 2.8 centimeters. There is normal color doppler flow in the right ovary. The left ovary is of normal echotexture without any cysts greater than 5cm m in size or masses. The ovary measures 2.0 x 1 8 x 2.7 centimeters. There is normal color doppler flow in the left ovary. The cul-de-sac has no evidence of fluid or soft tissue mass.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : vaginal bleeding, nausea, pelvic pain. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr received : event psychological trauma was updated to more specific events: depression and mental anguish, events added- abnormal bleeding (vaginal, menorrhagia), migraines, nausea; dysmenorrhea (cramping); dyspareunia, fatigue. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated , events onset date, events severity, concomitant drug, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.